Event description:
Had synvisc injection of right knee for moderate arthritis pain. Knee immediately swelled up and very painful. Had it drained on (B)(6) 2001, also drained (B)(6) knee kept swelling up, which doctor attributed to synvisc injection. Doctor advised arthroscopic surgery to alleviate allergy to synvisc. During this time I was given cortisone shots, and a l week regimen of prednisone, none of which helped. After surgery knee swelled again, with much pain. Drained again on (B)(6), evaluation of fluid from knee - (B)(6) operation on right knee, (B)(6) knee as of this date (7019091), still swelling and painful. From hat I read of synvisc injection noting was mentioned of long-term disability. I wish I had known of the possible long-term disability potential in having a synvisc injection. I would like a solution to my problem of continual swelling and pain, which nsaids, cortison, prednisone and icing have not helped.